Manufacturer narrative:
(B)(4). Software version 4.11e. Retainer ring=black. Customer complained on (B)(6) 2022 the insulin pump alarmed pump error alarms. Device passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 4, pump error 23, pump error 49 or pump error 68 noted during test. Unit successfully downloaded to thus. The pump downloaded history confirmed the pump alarmed pump error 49 on (B)(6) 2022 04:23:50.000 pump error 23 on (B)(6) 2022 04:23:27.000 and pump error 68 on (B)(6) 2022 04:25:09.000 due to moisture damage to the pcb1 board and pcb2. The formatted history file confirmed the pump alarmed pump error 4 on (B)(6) 2022 04:22:34.000 and pump error 53 alarm (line number 24578 file number 24636) on (B)(6) 2022 04:23:48.000 due to moisture damage to the pcb1 board and pcb2. No moisture damage noted to motor assembly per visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. No pump error alarms. However, the pump downloaded history confirmed the pump alarmed pump error pump error alarms due to moisture damage to the electrical board and pcb2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. The self test was passed. No harm requiring medical intervention was reported. The customer will discontinue to use the device.